Event description:
It was reported that while the patient was in the hospital for a device check, the patient fainted. An electrocardiogram showed that the patient suffered a ventricular tachycardia (vt) storm and required external defibrillation cardioversion. After successful rescue, the patient was noted to be in a coma. Review of the episodes revealed an alert for high sensing integrity counter (sic) was triggered. The physician felt that the "sensing was not good" due to the vt storm. All treatments were turned off and the pacing frequency maintained. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.